Manufacturer narrative:
Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, upon restocking tray, the depth gauge for small screws was noticed broken and when the matrixmandible short cut plate cutter was cutting a plate, it broke in half. There was no patient involvement. Concomitant device reported: unknown plates (part#: unknown, lot#: unknown, quantity#: 1. This complaint involves two (2) devices. This is 1 of 1 for report (B)(4).